Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A detailed device analysis was performed on the returned stone cone; the handle was not returned and the device was received in an open position which does not close completely. The condition of the returned device was consistent with the complaint incident that the coil coating peeled off. The blue green shrink was observed to be peeled off thus, exposing the core wire, however, the blue green shrink was still attached to the cone. A device history review was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause classification for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.